Event description:
It was reported that when the whisper guide wire was being used in the rca it slipped distally in the artery, and a perforation of the vessel was observed. This created a fistula between the lv and rca. A coil was used to close the perforation. Reportedly, the patient is doing fine.